Event description:
Boston scientific received information that during a repositioning procedure due to an right atrial (ra) dislodgement this patient lost responsiveness and oxygen saturation dropped. The physician attempted to give cardiac massage and after 10-15 minutes the patient became stable. The procedure was stopped after the patient became stable. It was also noted that the physician was hoping to replace the cardiac resynchonization therapy defibrillator (crt-d) to avoid another procedure.

Manufacturer narrative:
Should additional information become available, this event will be updated.